Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the medium-large clip applier instrument (part# 470327-10 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used on (B)(6) 2021 via system serial # (B)(4). There were 14 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the clip applier instrument moved with unintuitive or non-intuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument could not engage properly and did not follow the surgeon's movement's from the console. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the reporter and obtained the following additional information regarding this event: it was confirmed that non-intuitive motion of the medium-large clip applier was observed during procedure. The instrument was inspected prior to use, nothing out of the ordinary was noted. The instrument jaws and wrist moved but not correctly, the surgical staff installed a different clip applier. The instrument was immediately removed so the issue occurred only once with that specific clip applier. Photographic images of the device or a video recording of the procedure are not available for review.

Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) received the medium-large clip applier instrument with no reported complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of failed engagement test to be related to the customer reported complaint. The instrument passed recognition but failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of logs showed no engagement failures. As a result of the repeated engagement failures, the instrument could not be tested for functionalities on the in-house system. Upon visual inspection, there was no physical damage found at the distal wrist. Fa found the secondary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken, likely causing the engagement failures. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The root cause of broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques.